Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the patient feeling stimulation at the implant date was unknown and no likely cause was given. When asked the steps that were taken the hcp noted "patient called office to tell us of above. I told nurse to call patient and tell them to stay on program c and increase stim as needed. Patient instructed to call office with more difficulty." The hcp reported that the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient met with a manufacturer representative (rep) several months ago at their healthcare provider's (hcp) office because programs 1-7 weren't working for them and the rep added program a-d for the patient and changed the patient to program a. The patient said program a wasn't working and the rep had told them to change to program b. During the call, the patient was guided through changing to program b. The patient said they felt stimulation radiating around the implant. The patient changed to program c where they felt stimulation in the correct area (bicycle seat area). The patient would maintain stimulation and monitor symptoms. The patient noted that they had felt stimulation at their implant site on program a. Information was reviewed with the patient, and they were redirected to their hcp.